Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. During troubleshooting, the fse found a dead bios battery of the host pc which resulted in host pc boot up failure. The fse replaced the standard battery and restored the bios settings. After replacement of the battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the device cannot be started. The device was in clinical use. Philips has started an investigation of the complaint.